Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to pain and infection.

Manufacturer narrative:
It was reported as, revision surgery: "patient presented to ER with hip pain after a total hip replacement. Upon testing positive for an infection she had a wash out of her hip. Shortly there after she starting experiencing shoulder pain. Dr had performed a reverse shoulder on the patient a year ago. He determined she would require a wash out and poly swap of her shoulder as well. No djo implant problems this revision is for infection. Age-unk / gender-female" the actual length of in-vivo for the item(s) listed is unknown as the original surgery date was not provided or could be established. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised item(s) was not returned for examination and the item and or lot number(s) was not provided. To adequately investigate this event, the part and lot number(s) are necessary. In addition to the part and or lot number(s) not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported item(s) showed no present trends or on-going issues that are needing a review. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time.